Event description:
Mom called clinic on friday, (B)(6) 2010, to report that the dexcom sensor catheter that her son was wearing broke off under her son's abdominal skin. The co-I spoke to mom via telephone. Mom reported that the breakage of the sensor catheter occurred on the 7th day that her son was wearing the sensor. The participant told his mom that he noticed an increased "itchiness" to the sensor area. Mom reports that the sensor catheter and site were due for changing on this day. The participant removed the adhesive to the sensor and noted that the sensor catheter was broken off under his skin. He pinched his skin together and was able to extract the sensor catheter from his abdominal tissue. The co-I advised mom to change sensor catheter and abdominal site every 5 days from now on and to report any signs of redness, drainage, or signs of infection from the site should it occur. Diagnosis or reason for use: type I diabetes.